Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The bolus calculator does not take in account the active insulin during the calculation, although the blood glucose level is already in a normal range after a bolus administration. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.